Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
Our product evaluation laboratory received one image and one video for evaluation. The image showed two catheters with one contamination shield and one introducer attached to patient. The video showed a clear solution, with a red tint, dripping from the valve housing. The leak location was not able to be identified from the video. The customer report of "leakage" was confirmed from the video. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Additionally, a device history record review was initiated and upon completion, a supplemental report will be sent with the investigation results. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the introducer, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new guidewire. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that an introflex introducer had blood (10cc) and liquid leakage from the tip of the sheath during use in a (B)(6) male patient. The introducer was removed and the procedure was started from the beginning in a new insertion site. No additional intervention was needed for this patient. There was no allegation of patient injury. Unfortunately, the introducer was discarded by customer; however, two images were provided.